Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture baker grade IV. (B)(4).

Event description:
It was reported that a (B)(6) year-old year caucasian female patient who underwent primary breast augmentation surgery with two 325cc mentor memorygel breast implants experienced bilateral capsular contracture baker grade IV on the left side and baker grade iii on the right side post procedure. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.

Manufacturer narrative:
Additional information was received on (B)(6) 2020, patient also experienced bilateral rupture post procedure. Implantation date is 4/17/2002 reason for device explant and/or reoperation: capsular contracture baker grade IV and rupture manufacturer¿s reference number:(B)(4).